Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: smartablate¿ system rf generator (catalog # m490007, serial # unknown). Pentaray catheter (catalog # unknown, lot # unknown). Carto® 3 system (catalog # unknown, serial # unknown). Biosense webster (B)(4) has two reports related to the same incident: (1) MFR # 2029046-2018-01789 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2018-01790 for product code m490007 (smartablate¿ system rf generator). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula requiring a surgical intervention. At an unspecified point post-procedure, the patient reported symptoms (unspecified). At an unspecified point post-procedure, the patient was readmitted. Two weeks post-procedure, an atrial perforation/fistula was diagnosed and subsequently confirmed during a surgical intervention. Although unconfirmed, it is believed that it was an atrioesophageal fistula. Patient required extended hospitalization as a result of the adverse event and the surgical intervention. Although unconfirmed, the patient was believed to be in stable condition at the time of complaint update. There is no information regarding patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. The smartablate¿ system rf generator was set on power control mode. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Esophageal injury prevention measures included the use of a temperature probe. There is no information regarding spi value. Pentaray catheter was also in the left atrium. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There is no information regarding the carto 3 system indicating to re-zero the thermocool® smart touch® sf bi-directional navigation catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.